Event description:
It was reported that a patient presented at a follow-up in clinic. After a chest x-ray on (B)(6) 2019, it was determined that the right atrial lead had dislodged. The physician could not reposition the lead after multiple attempts and explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The helix was clogged with blood and the inner coil was over-torqued due to procedural damage. The helix could be extended and retracted within specification after cleaning and applying torque directly to the inner coil. No other anomalies were found.